Event description:
During a closed reduction after the pt dislocated their hip, the head disassociated from the liner. During a subsequent open reduction, the head was forced into the liner while the liner/shell was assembled. Pt had a second dislocation and again the head disassociated from the liner. Pt was revised to a unipolar head.